Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported the patient was experiencing heating sensation at the implantable neurostimulator (ins) site when the stimulation was on. The patient would turn the stimulation off, and it felt like the sensation went away. It was noted that coverage was good at 80% and the patient could communicate with the patient programmer and implantable neurostimulator recharger (insr). The rep stated the patient did not experience an increase in the heating sensation when recharging. It was noted the patient was slender and had recently lost a few pounds, but nothing significant. The pocket was slightly red around the incision, but nothing else was remarkable. Impedances were all less than 1000 ohms. They just turned adaptive stimulation off to see if that would resolve the issue. This issue had been occurring for approximately 2 weeks. Later, it was reported that yes the issue resolved and the patient was doing well. The patient had not reported any additional heating problems from her ins and reported very good pain relief. Relevant medical history included non-malignant pain.